Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no radiolucency and no fracture seen. Hardware appears to be intact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a complex initial surgery on the right knee, the screw broke during the installation of the lcck liner locking screw (the threads were all torqued into the extension rod and then broke at the last thread). The torque wrench was used correctly during the installation of the screw because the screw that had broken into the extension rod was not able to be removed. The operator chose to fix the broken caudal end of the screw into the lcck liner using bone cement. It cannot be ruled out that the operator applied more than 95 lbs of torque when using the torque wrench. There was a 20 min surgical delay. No other consequences or impact to the patient was reported.

Manufacturer narrative:
(B)(4). G2: foreign - china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.